Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a shorted lead condition following a delivered shock. Impedances measurements were in the 30's.